Event description:
The user facility (a veterinary clinic) reported that an i.v. Catheter was inserted into a dog without difficulty in the morning. The catheter was removed later that day and on removal it was noted that the white catheter tubing was no longer present. The user facility reported that the catheter was not cut at all. X-rays of the dog did not identify the catheter within the animal and, apparently, there were no related clinical symptoms. Additional event specific information was not available.